Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. There was no further description of the breach in aseptic technique. The peritonitis was manifested by abdominal pain. On the day of onset, the patient was hospitalized for the peritonitis. On unreported date(s), the patient was treated with vancomycin (route, dosage, frequency, and duration not reported) and cefazolin (route, dosage, frequency, and duration not reported) for the peritonitis. At the time this report was received, dianeal therapy was ongoing. After two days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis. The patient was scheduled to be retrained on the proper aseptic technique. No additional information is available.